Manufacturer narrative:
Expiration date: ni. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a wound infection. It was unknown if the infection was device related. The patient underwent an explant procedure. No further information will be provided to bsn.